Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
(B)(6) study . It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2016, clinical status assessment indicated that the patient's qualifying condition was stable angina and the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 99% stenosis, and was 30 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of 2.25 x 32 mm synergy ii drug-eluting stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, patient presented to emergency department (ed) with the complaints of slurred speech and blurred vision which lasted for 2.5 hours and was subsequently resolved. Patient also had complaints of dyspnea and chest pain. Dyspnea resolved after administration of lasix. An MRI was performed and found to be negative for cardiovascular accident (cva). Subsequently, patient was diagnosed with transient ischemic attack (tia). Patient was referred to pulmonology on the same day for his dyspnea, which was due to his hemi diaphragm and obstructive sleep apnea. After three days of admission; during discharged, patient had severe chest pain and was referred for cardiac catheterization. Two days later, coronary angiography revealed 20% proximal stenosis above the proximal edge and 80% stenosis on the distal edge of the previously placed stent in the distal rca and was treated with placement of 2.25 x 12 mm synergy drug-eluting stent. Two days after, the patient was discharged on dual antiplatelet therapy.